Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had a cracked display window corner, cracked lcd window, scratched lcd window and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and a button error alarm. Customer's blood glucose was 144 mg/dl. The customer stated the insulin pump was not dropped, pressed for longer than three minute, or moisture damage. The customer attempted to reset pump, but the keypad was unresponsive. The insulin pump will be returned for analysis.